Manufacturer narrative:
This notification is marked due this model of device being included in a field safety notice which was issued, containing safety concerns regarding off label use of this model of device being used within a stent.

Event description:
A turbo elite atherectomy catheter was used to treat a lesion within the superficial femoral artery. The laser completed three passes through the lesion. After the third pass, the laser was removed. At that time, the physician noticed via fluoroscopy that the radiopaque tip of the turbo elite device was still in the vessel. After looking at the tip of the removed laser sheath, it was confirmed that the tip was not on the laser. A balloon angioplasty followed and the physician was able to push the tip into the calcified wall where it remained. Procedure was completed without patient harm.